Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed an alert for high pacing impedance, and non-sustained right ventricular over-sensing caused by right ventricular lead noise. Further evaluation found intermittent capture. Upon in-clinic follow-up pacing impedance and capture threshold were found to be within normal limits. Programming interventions were made for sensing noise. The patient was asymptomatic.